Manufacturer narrative:
Integra completed its internal investigation 23nov2016. The investigation included: method: review of complaint management database for similar complaints. Results: no product lot number was provided for the product involved with this complaint; therefore, DHR review cannot be performed. A query of the complaint database was performed for all wound dressing management products. There was one additional complaint found. A lot query could not be performed as there was no product lot number reported with this complaint. Conclusion: the root cause is undetermined. The device is still in contact with the patient.

Event description:
It was reported the dermal graft failed/did not work. The surgeon reported a clinical case of a trauma on the dorsum of a foot of a (B)(6) child. Surgical debridement was performed in the or followed by the application of idrt and negative pressure wound therapy (npwt). After 6 weeks from surgery the dermal substitute looked fully integrated at 100% with the typical peach/vanilla color. Silicon layer was removed and after gentle brushing on the neo-dermis surface a thin stsg was harvested from the gluteal region of the child. After 5 days from the application and compressive dressing the non-take of the graft on the wound bed was assessed. In sequence: debridement, idrt fixation, idrt taking successfully, application of epidermal auto graft, non-take of the auto graft and healing by secondary intention. It was reported no patient injury is alleged.